Event description:
At the beginning of an arthroscopy procedure, the pump would not change pressure readings. The pump was changed out. The new pump worked without incident. No injury reported. Nurse reported 5 minute delay to change out pump.